Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments (195.8cm proximal fragment and 18.5cm distal fragment). The proximal fragment was inspected and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected and the nitinol tubing was seen to be broken. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was j shaped, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. A 0.021 non stryker microcatheter was used in the procedure. There was no friction/resistance encountered during the procedure. There was patient involvement (i.e. Was the device in use on the patient at the time of the event). The issue occurred inside the patient. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. The medical procedure the device was used for was thrombectomy. Media was the anatomical location where the issue occurred and was the anatomical location of the intended treatment. The procedure was completed with a different wire. The patient is currently in good condition. The patient is not on added medication or treatment due to the reported events. Analysis of the returned device found the guidewire was returned in two fragments (195.8cm proximal fragment and 18.5cm distal fragment). The nitinol tubing of the proximal fragment was broken/fractured with the core wire exposed and broken. The nitinol tubing was also broken on the distal fragment. It is probable that the device was fractured during use. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an thrombectomy procedure, the tip of the subject guidewire broke when the subject guidewire was removed from the patient. The broken end of the subject guidewire could be recovered using the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported, that during an thrombectomy procedure. The tip of the subject guidewire broke, when the subject guidewire was removed from the patient. The broken end of the subject guidewire could be recovered using the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient, due to this event.